Event description:
It was reported that the zimmer air dermatome thickness was incorrect. Additional clinical follow up with the hospital indicated that the surgeon was unable to recall what thickness setting had been set on the depth gauge of the dermatome but felt that the graft obtained, although usable, was too thin. The surgeon reportedly did not know what tissue thickness was desired or what tissue thickness had been harvested for meshing. There was no additional donor graft harvest required and the procedure completed without further incident.

Manufacturer narrative:
The device was returned to the manufacturer for repair. The service record indicates that the device is 5 years old and this is the first time in for repair. The inspection found that the thickness lever was out of specification slightly. The control bar was measured higher than the master blade, making it out of specification. The likely cause of the reported complaint was an out of calibration device, due to a lack of preventative maintenance. Clinical follow up indicated the customer felt the graft was thinner than selected. The control bar and blade must be flushed to obtain the selected graft thickness setting. Should the control bar be in front of the blade, as in this case, the graft thickness may be thinner than the selected thickness setting. This is a re-usable device, subject to normal wear and tear, and has not been returned to zimmer for service or preventative maintenance since its purchase in 2006. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.